Event description:
Info received indicates the loss of the head up function.

Manufacturer narrative:
The hill-rom technician found an oil pool under the hydraulic manifold and the oil tank was empty. The technician replaced the leaking hydraulic manifold to repair the bed.